Event description:
It was reported that the week prior to the report, the pt had experienced overdose symptoms: drowsy and not eating and drinking. The hcp had turned the pump to minimum rate. The pt was in the hospital. Per the reporter, they were bringing the dose back up to simple continuous from minimum rate. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.